Manufacturer narrative:
(B)(4). The support arm for marker #5 is visibly bent. With markers attached and fully seated, the probe returned a high geometry error. Removing marker #5 returned the probe's geometry error back to normal. Divot error was found to be normal. Other relevant device(s) are: product ID: 960-556, serial/lot #: (B)(4). If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information regarding a navigation system being used outside of a procedure. It was reported that one of the posts on the passive planar was bent and it would flicker in and out of tracking if user wasn't covering it. There was no patient present.